Event description:
It was reported that this patient received multiple shocks the night after subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode implant. The subcutaneous electrocardiogram (s-ECG) noted a baseline shift due to air entrapment from the implant procedure. Technical services (ts) provided troubleshooting, including identifying the location of air entrapment and reprogramming until the air is able to be resorbed. This s-ICD and electrode remains in-service. No adverse patient effects were reported.